Event description:
It is reported that the device was implanted in 2005. In 2007, it is reported that the pt has thigh pain possibly caused by fibrous union of the stem. It is not known if revision is planned at this time.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.